Event description:
On (B)(6) 2012 the reporter contacted animas reporting that all of the keypad buttons were intermittently unresponsive. The reporter claimed that there were no rips, cracks, or tears in the keypad rubber. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing the ok, up and down arrow keypad buttons were found to be intermittently unresponsive. During investigation, evidence of contamination was found under the up, down, and contrast key contacts. All the keypad buttons did not have normal spring back or click.